Event description:
It was reported that during a cryoablation procedure the stopcock of the sheath broke off. The case was completed successfully and no patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: clinical data files were returned and analyzed; however, the device was discarded by the facility and was not analyzed. As a result the complaint of a detached stopcock was unable to be confirmed.